Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient.

Event description:
It was reported that a tria ureteral stent was used in a retrograde intrarenal surgery procedure. During the procedure and inside the patient, it was noticed that the end of the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.